Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed and found to have the jaw cover torn. Visual inspection displayed no signs of missing fragments. The customer reported complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy distal surgical procedure, the jaw cover of the synchroseal instrument was torn. The customer observed the damage after 30 minutes into the surgical procedure. The customer conducted a visual inspection of the sychroseal instrument and did not observe any missing parts. There was no interference with the synchroseal instrument, and the customer assumed that the reported damage occurred while opening and closing the jaws of the synchroseal instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was inspected prior to use with no damages noted. There was no thermal damage or arcing occurred. The instrument did not collide with an energy instrument. There was no injury to the patient.